Manufacturer narrative:
As reported in a research article, of patients implanted with a variety of surgical valves including biocor valves, 3 patients had a reoperation due to cardiac tamponade or sternal infection. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report: 3007113487-2020-00015, 3007113487-2020-00016, 3001883144-2020-00060. The article "is aortic valve replacement with a minimally invasive extracorporeal circuit a contemporary option for octogenarians?" Was reviewed. This research article is a retrospective single center experience to compare transcatheter aortic valve replacement (tavr) to surgical aortic valve replacement (savr) that utilized a minimally invasive extracorporeal circuit between 2003 and 2016 in octogenarians. Devices associated to the procedures in this study includes the following valves epic supra, epic, biocor, labcor, trifecta, perimount, mitroflow, perceval, portico, sapient xt, sapien iii, and acurate. The outcome of the study concluded that savr utilizing a minimally invasive extracorporeal circuit improves the quality of patient care and can offer an alternative to tavr in octogenarians. There is no allegation of malfunction on the abbott devices (epic, epic supra, biocor, trifecta, and portico) the primary author of the article is aschraf el-essawi, md of department of thoracic and cardiovascular surgery, braunschweig clinic, braunschweig, germany with the corresponding email: e-mail: aelessawi@aol.com.